Manufacturer narrative:
(B)(4). Mw5042978.

Event description:
It was reported that the device was exhibiting electromagnetic interference whenever the patient used his electric blanket. The patient stopped using the electric blanket and the interference had stopped.